Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of above 600 mg/dl with nausea and vomiting. The elevated bg was due to the data log corruption as well as unknown cause(s). Customer addressed their bg level with a manual dose injection and changing the infusion set. Reportedly, customer continued using pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.